Event description:
It was reported that after 14 days, the deltap rose to 80 mm hg and the central po2 to 92%. The perfusionist says that increase from 50 to 80 was in 12 hours. The physician states the increase from 40 to 80 was in 6 hours. The physician decided to change the circuit. The circuit was changed in 10 minutes. (B)(4). This event is related to medwatch mfg report #8010762-2015-00223.

Manufacturer narrative:
Up to date, no further details on the identity of the product are available (no model, no part number , no lot number). The failure will be handled through a designated maquet cardiopulmonary tracking and trending process, a supplemental medwatch will be submitted if additional information becomes available.